Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link 2.4, and contour next meters were tested, with the in-house contour next test strips from lot # 9gpeg12b, using a blood sample. Which gave a satisfactory performance. Additionally, the device history records were reviewed, for the contour next link 2.4 meter and contour next meter. And no manufacturing anomalies were found.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 389 mg/dl at 10:00 p.m. On the contour next link 2.4 meter and 156 mg/dl at 10:03 p.m. On the contour next meter. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits and test strips were sent to the customer.